Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device has been disposed of at the user facility and will not be return for evaluation; therefore, a failure analysis of the device could not be completed. The customer complaint could not be confirmed and the root caused is undetermined.

Event description:
It was reported to boston scientific corporation in 2006 that a hydra jagwire device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a (patient age, gender and weight unknown) according to the complainant, the jacket stripped off the wire during preparation. The procedure was completed with another hydra jagwire. There were no issues reported and the end of the procedure.